Manufacturer narrative:
This client's medical equipment dealer was contacted regarding this issue and stated he was aware of the issue and that the knob on the back of the seat that adjusts the back angle was being moved. A photo of the standing frame was requested and after reviewing the photo it was noted that the back angle was out of adjustment which caused the standing frame to not properly descend to the seated position. The product owner's manual and the perfect fit guide (which are provided with each unit) includes information regarding proper back angle adjustment. In addition to the owner's manual, altimate medical informed the client's medical equipment dealer that there are components for a following arm stop that can be provided for this unit. This stop prevents the back angle from being adjusted too far out of adjustment. After discussing this with the client's medical equipment dealer, altimate medical shipped these components to the medical equipment dealer who will assemble the components on to this client's standing frame.

Event description:
On (B)(6) 2015, received an email from an easystand user that his standing frame did not descend to the seated position and that he and his caregiver called 911 for assistance to get him out of the standing frame. A follow-up phone call was made to the user on (B)(6) 2015 and he stated he had no injuries and was in the standing frame for approximately one hour before help arrived and they were able to lift him out of the unit. He also stated that he uses his easystand every day for one and a half hours each day and that he is very comfortable while using the easystand.